Event description:
It was reported that a non-dehp extension set separated, further described as ¿the tubing became disconnected¿. The issue occurred during testing. When a small/moderate amount of tension was applied to the extension set in either direction, the set broke. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were reviewed, and it was noted that the tubing was separated from the male luer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.